Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with his coaguchek xs meter serial number (B)(4). At 3:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. At 5:20 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.5 inr. Within 30 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.7 inr. The laboratory value was believed to be correct. The patient was receiving intravenous heparin and lovenox at the time of meter testing. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's product was requested for investigation and replacement product was sent to the patient.